Manufacturer narrative:
Block b3 (date of event): date of event was approximated to 12/01/2025 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush head broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a procedure on an unknown date. During scope cleaning, the tip of the hedgehog brush fell off. The scope cleaning was completed using another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.